Event description:
Procedure: laparo gyn/others. According to the reporter: after use, tip of the outer sleeve was found melted. Procedure was completed without incident. No patient harm. Patient gender, age and weight: not provided. Operating time not extended. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).